Event description:
Customer received result of 6.0 mmol/l on compact plus system 1, and a result of 31.0 mmol/l on compact plus system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in system 1 (lot number 20806648, expiration date 03/31/2014). Reference medwatch report with patient identifier (B)(6) for the suspect device used in system 2.

Manufacturer narrative:
The event occurred in (B)(4). This medwatch report is for the suspect device used in system 1 (lot number 20806648, expiration date 03/31/2014). Reference medwatch report with patient identifier (B)(6) for the suspect device used in system 2. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.